Event description:
Reporter reports back to back testing on customer's meter with nurse's meter while using the advantage system with results of 399 mg/dl on the customer's meter and 102 mg/dl on the nurse's meter. Reporter states nurse ran quality controls and states they are out of range. The identification of which meter was not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.